Event description:
It was reported that during registration and after hip center there was an error stating ¿malleoli collected backward¿, although they were not. Confirmed the correct leg was put in the system. Attempted to recollect several times. Then, edited the case and went back into it with the same error coming up. The surgeon did not want to add any more time to this case and bailed to manual procedure with s+n instrumentation. Delay of less than 30 minutes and no patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was used in the treatment and case log files and screenshots were not returned to the designated complaint unit for evaluation, thus visual inspection could not be performed. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for addressing error messages on the system and tracker placement. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A factor that could have contributed to the reported event is if the tracker frames were placed such that they could become inadvertently crossed upon neutral position collection, causing an inverted orientation of the bone. If the case log files and screenshots associated with this event are returned at a future date, this evaluation will be reopened for investigation. No patient impact/injury was reported on the field report. Therefore, no further medical assessment is warranted at this time.